Event description:
Customer reported that a needle broke during a c-section. The pt was returned to surgery the following day to explant a retained fragment.

Manufacturer narrative:
Date sent to the FDA: 09/17/2009. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation, will be submitted in a supplemental 3500a form.